Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self test. No repeat or confirmation testing was performed. The consumer was thought they were positive but tested negative. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction to the previously reported event. Corrected data: b5- the consumer reported an unconfirmed false negative result with binaxnow covid-19 antigen self test.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.